Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and mesh was implanted. The primary packaging was loosely sealed and was not used on the patient. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: according to visual inspection of the actual device, evidence of the heat seal transfer was observed. No device failure was detected and the product is within specification.